Manufacturer narrative:
This MDR is being submitted to correct the date received by manufacturer. The manufacturing date of 03/03/2019 was inadvertently used in error. The correct date is 05/03/2019.

Manufacturer narrative:
A replacement of the syringe assy (rohs) of the architect isr04472 was performed and there have been no additional discrepant b-hcg results reported by the customer since the replacement of the part. Manufacturing documentation was reviewed and noted to provided adequate information on operational precautions and limitations as well as information on the troubleshooting, removal, replacement and verification of the syringe assy (rohs). Tracking and trending for the syringe assembly (rohs) revealed no adverse trend. Tracking and trending review for the architect i2000sr determined that there are no systemic issues or adverse trends. The i2000sr erratic result rate was within acceptable limits. Based on the available information, no systemic issue or deficiency was identified for the syringe assy (rohs) or the architect i2000sr.

Manufacturer narrative:
Update 11apr2019: the customer provided additional information. Sample collection date is (B)(6) 2019, and retest results were <1.2 miu/ml. No additional information was provided. Event date changed from unknown to (B)(6) 2019 to reflect new information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Update 11apr2019: the customer provided additional information. Sample collection date is (B)(6) 2019, and retest results were <1.2 miu/ml. No additional information was provided.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2019-00112 under a different suspect device. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported some samples generated false positive architect bhcg results and when repeated on the same instrument, negative results were generated. No impact to patient management was reported.